Event description:
It was reported that the explant was associated with the recovery of cardiac function. No transplant was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). The pump was returned assembled with the driveline (dl) cut approximately 9¿ from the pump housing and the remaining distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port. The bend relief collar was sutured in place around the outflow graft nut. Upon disassembly of the returned pump, a small, pink, non-laminated deposition was found situated adjacent to the outlet bearing ball. The deposition was not adhered to any surface, and the structure of the deposition and lack of laminated layering suggests that it did not form at this location. Although the origin and duration of time for which the deposition was present in this area cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, suggest that the deposition was not present in the outlet stator for an extended period of time while the pump was operating, and would not have likely contributed to any functional issues. The remaining pump blood-contacting surfaces were free of any adhered depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the drive line did not reveal any wire discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Incidental finding: thrombus was found in the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was explanted. The device was returned for evaluation after routine transplant. During the evaluation of the device by abbott's investigator, thrombus was observed.